Event description:
The customer reported that during a routine check of the unit, the unit intermittently generated an electrical test failure code 52 (drive transducer offset failure). No pt was involved.